Event description:
It was reported that the physician experienced a difficult catheter removal. No specific details of the events are available. The patient is experiencing ulnar neuropathy in the area the catheter was removed. Additional information received from the hospital in 2009, stated that a clinician removed this catheter for the patient in their office.

Manufacturer narrative:
Sample will not be returned for evaluation.